Manufacturer narrative:
Additional information has been requested from facility (hospital) but has not been received at this time. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Tumor resection. Allogenix implanted (2006) in craniotomy cut lines and around the thinflap plates. Several days later, patient became lethargic. Doctor found fluid build up, what appeared to be pus. Culture proved to be infection. Removed remaining allogenix, debrided, irrigated and closed.